Event description:
It was reported that an alert was triggered for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Review of the device data identified the alert occurred due to noise. Additionally, the last successful rvat was three days ago, and capture could not be confirmed at the programmed output due to the absence of paced beats on the presenting electrogram. Health trend showed an increased average heart rate greater than 100bpm. In office system review could be considered. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.